Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" upon powering up. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was determined to be the drivetrain motor brake gap being too wide, out of specification. As a result, the autopulse stopped functioning with a system error, as designed. The brake gap issue is most likely attributed to wear and tear. The autopulse platform was manufactured in december 2008 and is over 14 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Reviewing the archive data showed a system error, 139 (unable to hold compression position) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up the device, confirming the reported complaint. The technical investigation determined that the root cause of the system error was due to the drivetrain motor brake gap being too wide, out of specification. The brake gap could not be adjusted within the specification. The drivetrain motor assembly was replaced to remedy the fault. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 15 minutes each, and the platform passed the test without any issues. Upon service completion, the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).